Event description:
The customer reported that they responded to a patient call. It was indicated that it took the crew approximately 6 minutes to arrive to the scene. The cardiac event was witnessed by a family member who began CPR and was still performing CPR when the crew arrived. The customer reported that when connecting the pad to the unit, the device continued to prompt "connect electrodes". The crew then tried two different sets of the conmed r2 multi-function electrodes on the patient, but each time the lifepak 500 device continued to prompt "connect electrodes". Approximately 6 minutes after the first responding crew was on the scene, the local ems arrived with their lifepak 12 device. At that point, the patient was down without defibrillation for approximately 12 minutes. The reporter indicated that the ems crew used their lifepak 12 device and determined that the patient was" pea" and no shocks were administered. The patient was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided.